Event description:
Device has been explanted.

Event description:
Patient reported a right-side rupture and exchange due to concerns with the product. Patient later reported "chest wall was full of fluid". Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported a right side rupture and exchange from textured to smooth implant due to concerns with the product. Device remains implanted.

Event description:
Patient reported a right side rupture and exchange from textured to smooth implant due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. Shell thickness was within specification). Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure no penetrating nick and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.